Manufacturer narrative:
Nevro is waiting the return of the device. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient had the device removed. There were no reports of device-related issues from the patient prior to the incident. Nevro attempted to obtain additional information regarding the nature of the device removal but was unsuccessful. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Event description:
The device was returned and analyzed.